Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: blue. Battery life remaining: <5 months. Customer reports: inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. Customer concern: wife states about 2 weeks ago the doses were taking over 30 seconds to get to the app and sometimes they were off by a 0.5 or 1.0u. Cartridge was hard to change on saturday because screw was hard to wind down. On saturday his blood sugar got over 500 confirmed with a glucometer. We used a syringe. D00360632: high bgs what led up to the event?: pen when not working right. Therapy settings were changed by hcp recently. T/s exit reason: customer declined/unable to t/s is inpen replacement needed?: yes instruct customer to discontinue use of the inpen: yes inform customer about product replacement/return policy. Inform customer that upon receiving replacement, they will need to delete the existing paired inpen and then pair new inpen. D00360632: dose log inaccuracy customer reports inpen app is not recording the exact doses dialed on the inpen inaccuracy. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported screw was hard to wind down in the inpen. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
Serial number: (B)(6). Software version: 3.8.5. Color: blue. Battery life remaining: <5 months. Customer reports: hard to rewind leadscrew and inpen app is not recording the exact doses dialed on the inpen. Per visual inspection: no physical damage to cap, cartridge holder or inpen was noted. The inpen paired to the commercial app with small pairing dose. Leadscrew was received 1/4 of travel. It was re-wound. The inpen screw retracts when dialing and advances when turning dose knob and high resistance while dispensing and dialing noted. Hard to dial more than 4 units. The injection button was removed and no dust / debris under the dose button or dose knob was noted. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Unable to perform functional test. In conclusion: it was determined from destructive analysis that the leadscrew anomaly was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Broken encoder bond can cause the encoder to not make electrical connections therefore, missing a count or if there is a short, you may have extra pulses which will cause inaccuracy or inpen not paring. The customer complaint of leadscrew anomaly was confirmed. However, unable to test/verify for dose log inaccuracy due to leadscrew anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 01-oct-2022 to 19-sep-2022 as per new additional information and which is updated section b3. Additional information has been received which was not included in the initial report. The information has been provided in section h6 (health effect, clinical code & health effect, impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.